Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there were cracks around the battery cap compartment and pieces were falling off. Also, the o-ring had split and came apart in the same compartment. The customer's blood glucose was 414 mg/dl. The customer stated that there were five other cracks on the insulin pump. They declined troubleshooting for the high blood glucose. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received without the original battery cap. The insulin pump was received with minor scratches on the display window, cracked display window corners, broken battery tube threads and a cracked reservoir tube lip.